Event description:
It was reported that the patient experienced unspecified issue with the artificial urinary sphincter (aus). The entire device was removed in unknown date and a new aus was reimplanted in (B)(6) 2019. Further information was requested and not yet received. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.